Event description:
The customer stated that an axsym troponin-I result of 2.6 ng/ml was generated on an ER pt that presented with chest pain. The serum sample was immediately retested yielding a result of 2.4 ng/ml which was reported. The pt's ck and ckmb values were normal. The physician questioned the troponin-I result and the sample was retested on axsym using a different troponin-I reagent lot yielding a result of 2.6 ng/ml. The pt was sent to another facility which resulted in cardiac catheterization. The customer sent the serum sample with the pt to the facility. The sample was tested on an alternate method (not specified) and the result was "negative". No serious injury was reported.